Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged and fell into the ventricle. The ventricle is currently not capturing at maximum output, in both bipolar and unipolar pacing configurations. The patient has never been paced and is refusing further routine follow-up care on the lead. No adverse patient effects were reported.